Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Initial reporter phone#: (B)(6). Investigation summary: the affected device was received for evaluation. Labels were undamaged. Tamper seal was missing. The device was in good condition, no physical damage was found on the pump. Performed functional check. Internal inspection executed. Delivery & occlusion test executed with test device pm-1034: dso trip point 3,01bar. Flow rate 31,8 ml/h, / test failed. The customer's reported issue is confirmed. The pumps dso sensor was tested and there was no high-pressure alarm activating. However, the root cause for the failure was undetermined. As a result, the dso sensor, expulsor and valves were checked and will be replaced if necessary. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not pass the shutter pressure test. There was unknown patient involvement and unknown patient harm/adverse event reported.